Manufacturer narrative:
Evaluation summary: the device was returned. All available information was investigated, and the reported issue was confirmed via returned device analysis. It was found that the chamber of the silicone valve was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported loss of fluid column appears to be related to the observed torn silicone valve. The definitive cause of observed torn valve could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak. It was reported that during preparation of the steerable guide catheter (sgc), while the sgc tip was submerged in the basin of heparinized saline, the hemostasis valve did not maintain the saline solution and emptied. The valve presented with a leak during two attempts of preparation; therefore, the device was not used in the anatomy and was replaced. A new sgc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.